Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and results of 0.54ng/ml and 0.46ng/ml were obtained. The sample was tested on a different instrument and an accu tni result was 0.38ng/ml. The sample was tested for troponin via an alternate testing methodology and a result of 0.05ng/ml was obtained. Data has not been supplied to date to determine which results are correct. The accu tni results were not reported out of the lab. It is unknown if there was an effect to patient in connection to this event.

Manufacturer narrative:
The customer collects heparin plasma samples in sarstedt 7.5ml tubes. The specimens are centrifuged at 3,000 rpm for 15 minutes at room temperature. Qc was within specifications prior to and after the event. The customer sent samples from the patients to customer product line support (cpls) for further testing. Cpls testing results are not available to date. There is no indication that service was dispatched for this event. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.